Event description:
It was reported that the tip of an aleutian an inserter inner shaft fractured during cage rotation intra-operatively. The procedure was completed successfully without surgical delay. No adverse consequences nor medical intervention were reported.

Event description:
It was reported that the tip of an aleutian an inserter inner shaft fractured during cage rotation intra-operatively. The procedure was completed successfully without surgical delay. No adverse consequences nor medical intervention were reported.

Manufacturer narrative:
It was observed that the tip of the inner shaft fractured off. Device and complaint history records were reviewed for this lot, no relevant manufacturing issues or similar complaints were identified. The reported lot number was manufactured in february of 2020 and is in use approximately for 2 years. It was reported that an aleutian an inserter inner shaft tip fractured intra-operatively, while turning the cage in-situ. The tip of the inner shaft was removed from the patient's cavity. The cage was positioned satisfactory. Based on the investigation for the inserter, excessive cantilever force was applied to the instruments. This most likely contributed to the inner shaft fracture.

Event description:
It was reported that the tip of an aleutian an inserter inner shaft fractured during cage rotation intra-operatively. The procedure was completed successfully without surgical delay. No adverse consequences nor medical intervention were reported.

Manufacturer narrative:
It was observed that the tip of the inner shaft fractured off. Device and complaint history records were reviewed for this lot, no relevant manufacturing issues or similar complaints were identified. The reported lot number was manufactured in february of 2020 and is in use approximately for 2 years. It was reported that an aleutian an inserter inner shaft tip fractured intra-operatively, while turning the cage in-situ. The tip of the inner shaft was removed from the patient's cavity. The cage was positioned satisfactory. Based on the investigation for the inserter, excessive cantilever force was applied to the instruments. This most likely contributed to the inner shaft fracture.